Event description:
A canine was implanted with a plate and unknown number of screws on (B)(6) 2013; surgery was completed successfully with no harm to the patient. Two weeks post-op, the client called to say the dog was limping and an x-ray was taken and the surgeon found the plate was broken. Canine patient was returned to the or on (B)(6) 2013; surgeon removed the broken plate and unknown screws, and revised the canine to another plate and screws fixation. There were 5 screws used in a 6 hole plate. The third hole distal to proximal corresponded to the fracture line and was left open. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. The investigation could not be completed; no conclusion could be drawn, as no product was received and no lot number or part number was provided.